Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with the helix fully extended and stretched. The helix would not extend or retract due to distal conductor distortion within the connector. In addition, blood was in the distal conductor and helix/lobe mechanism.

Event description:
It was reported that during an implant procedure, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.